Event description:
On the(B)(6) 2026 the user reported a sudden loss of any hearing sensation with the internal device. No trauma reported. According to the implant check report the measurements point to a technical issue. The device is not functioning within the given specifications. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.